Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5001028, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn:m365sc12320, model:sc-1232, serial: (B)(6), batch:77323, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and non-target stimulation. Imaging confirmed that the leads migrated. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient was fine postoperatively. Hospital would not release explants.